Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report number: 1627487-2014-00227. It was reported surgical intervention was undertaken to reinsert the patient's (B)(6) lead extension into the ipg header. The connection issue reportedly resulted in a loss of stimulation for the patient. Intraoperative testing also found invalid impedance measurements for all lead contacts. As such, the pt's lead was explanted and replaced. Effective stimulation was recaptured for the pt following the procedure.